Event description:
Addition information received; on 30th march the physician reviewed the images of the procedure that was carried out on (B)(6), he did not carry out "stent boost technique" on the patient on that day. Image review: lca not well engaged. Rca tight mid vessel significant stenosis and significant 2nd stenosis prior to crux. Difficulty of 3.0x38mm resolute onyx stent crossing distal undilated lesion. The distal lesion is not dilated, and the stent gets caught on this lesion. The stent (3.5mm x 38mm) is then deployed between the 2 original lesions, both not having been adequately covered. The proximal lesion appeared to be severely diseased and the lesion morphology most likely impacted on the deployed stent profile giving the impression that there was a "bite" in the stent. A guideliner is used to force the second stent through, and it is suspected this catheter deforms the proximal end of the 38mm stent as this has not been optimally deployed proximally. A third stent is then forced into place through the deformed proximal part of the 38mm stent. Images show a well treated rca except for a small irregularity at the first lesion site.

Event description:
A 3x38 mm resolute onyx drug-eluting stent was used to treat a lesion in the mid rca. The lesion was severely calcified. The device was inspected before use with no issues noted. The lesion was pre-dilated twice up to 20 atm. An attempt was made to cross the lesion but the physician was unable to do so; so the physician introduced a little more of the guide catheter. The resolute onyx stent was implanted at 20 atm¿s. Post implant it was noticed there was ¿a small bite¿ so post dilation was performed with an nc balloon. The physician then decided to cross a guide liner and advance a resolute onyx stent (3 x 8 mm) distally. Further post dilation of the first implanted 3x38 mm resolute onyx stent was completed with the resolute onyx balloon (3 x 8 mm) and again with the nc balloon. A stent boost was performed and it was noticed that the proximal part of the 3x38 mm resolute onyx stent was damaged. The lesion was post dilated again and a better result was obtained. Approximately 3.5 weeks later the physician reviewed the previously implanted 3x38 mm resolute onyx stent and reported that the stent was not expanded at all. A second stent boost was performed. Stent struts were reported to be damaged. The patient was reported to be ok post procedure. Please note that this device (resolute onyx) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation codes, results: other (root cause of the event could not be determined) failure to follow instructions (resolute onyx stent deployed at 20atm, rated burst pressure is 18atm) inherent risk of procedure (stent deformation) patient condition affected effectiveness of device (severe calcification) no results available since no evaluation was performed none (device not returned for evaluation) evaluation codes, conclusions: failure to follow instructions (resolute onyx stent deployed at 20atm, rated burst pressure is 18atm) known inherent risk of procedure (stent deformation) device failure/lack of effectiveness related to patient condition (severe calcification) unable to confirm complaint (device not returned for evaluation) (B)(4).